Manufacturer narrative:
The investigation determined the event was consistent with a preanalytical issue at the customer site. The analyzer alarm trace showed sample foam detection, sample clot detection alarms, cell blank alarms, and abnormal aspiration alarms. Pictures were provided that showed a film and foam on the sample surface. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The troponin t reagent lot number was 642405. The reagent expiration date was requested, but not provided.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. It was asked, but it is not known if any questionable results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 23.4 ng/l and it repeated as 7.51 ng/l. The sample was repeated on other analyzers and the same repeat results were obtained.